Event description:
A pk papyrus covered stent system was selected for treatment of an ellis type iii perforation in the distal lad. The perforation occurred during implantation of a des. After protamine was given and balloon dilatation was performed, the pk papyrus was introduced, but it was difficult to deliver the device to the distal lad. During attempt to deliver, the wire came back, was readvanced and then able to deliver the pk papyrus successfully.